Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and a low/short battery life. Also, the customer reported that there is something wrong with the pump. The customer reported a blood glucose value of 40 mg/dl. The customer reported hypoglycemia was treated with emergency medical services. The event involved products mmt-332a, unomedical, and mmt-1880. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-332a and unomedical. Mmt-1880 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. No low battery alert noted during testing. The thump and carelink software were utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 56.0 received the lowbatteryalert (104) on 07/31/2025 21:54:00 after more than 7 days at 52.93 days. Battery cycle 55.0 received the lowbatteryalert (104) on 03/31/2025 19:18:00 after more than 7 days at 11.79 days. Battery cycle 54.0 received the lowbatteryalert (104) on 02/21/2025 17:02:00 after more than 7 days at 13.29 days. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. On the primary svn#: (B)(6), event date of 05-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 0 u and dailytotalofbolusinsulindelivered = 0 u which is equal to the dailytotalofallinsulindelivered = 0 u. On related svn#: (B)(6), event date of 01-jan-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 22.6 u and dailytotalofbolusinsulindelivered = 6 u which is equal to the dailytotalofallinsulindelivered = 28.6 u. On related svn#: (B)(6) , event date of 01-mar-2025 found no data of dailytotalofallinsulindelivered between 02/22/2025 03:16:48.000 and 03/20/2025 00:18:48.000 in the pump history. On the primary svn 000320477824 event date of 05-aug-2025, related svn (B)(6) event date of 01-jan-2024 and related svn (B)(6). Event date of 01-mar-2025, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The pump was received without a battery and battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for low bgs. No low battery alert or short battery life noted during testing and no unexpected low battery alerts listed in the pump trace download. Charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.